Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting noise, high out of range shock and pacing impedance measurements, high pacing thresholds and loss of capture. Another lead was implanted instead. No further adverse patient effects were reported.